Event description:
The account alleged the patient position module would alarm quietly and could not be heard outside the patient's room. No ipatient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.